Event description:
The reporter contacted animas on (B)(6) 2012 alleging that for the past two weeks the ok keypad button required multiple presses to elicit a response. The reporter noted that the symbols on the up arrow, down arrow and ok keypad buttons were worn off. There is no reported damage or moisture to the pump. The patient reportedly wore the pump on the waist with no protective accessory and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Evaluation revealed that all of the keypad button symbols were worn. During testing, all of the keypad button keys were found to be responding appropriately. There was evidence of contamination found under all key contacts. None of the key contacts were found to have normal tactile spring back or click.